Event description:
2 implants, sites #29 and #31, placed 12/10/97. When dr attempted to remove the healing screw of #31, the implant was completely mobile. Date of occurrence is unk. One person affected.